Manufacturer narrative:
The customer reported that they will not return the defective part/device for evaluation. Therefore, no root cause could be determined. However, the customer was advised to replace the nebulizer solenoid and part number 16353 was provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the flow on the nebulizer seemed low on the vela ventilator during usage on a patient. The customer confirmed that there was no patient harm associated with the reported event.